Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects on the plastic distal end cover, foreign objects on the adhesive of the bending section cover and foreign objects in the bending section cover. There was no patient involvement.